Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor was unable to complete a pulse test. The monitor's electrode belt receptacle had bent pulse pins and was unable to complete incoming functional testing. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.